Event description:
I tested the comotomo silicone baby teether, orange teether with an xrf machine, and the result was it tested positive for 220 ppm cadmium. It's the one that looks somewhat like an octopus. Retailer: (B)(6). Purchase date: (B)(6) 2017. Explanation: no response from MFR yet. I threw the item away. (B)(4).